Event description:
It was reported to (B)(6) that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2026 due to pd catheter (not a (B)(6) product) issues and peritonitis. Additional details were provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn stated the patient presented to the emergency room on (B)(6) 2026 with complaints of drain complications, weight gain, bilateral lower extremity edema (ble) and was diagnosed with fluid overload due to a pd catheter malfunction. Although the specifics are limited, the patient reportedly underwent a paracentesis which revealed hazy peritoneal effluent fluid, and an elevated wbc count of 1001 /mm3. As a result, the patient¿s pd catheter was surgically removed, and the patient was transitioned to backup hemodialysis (hd) for 4-6 weeks. The patient was treated with intravenous (IV) cefepime 2000 mg at 25/ml/hr over 4 hours 3 times per week for ¿one dose¿ (specifics not provided). The peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The patient tolerated the transition to hd without any known issues and was discharged home in stable condition (recovered). Following discharge, the patient began undergoing outpatient hd and will resume utilizing the same liberty select cycler upon their return to continuous cyclic pd (ccpd therapy). Per the pdrn, the cause of the serious adverse events is unknown; however, they were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).